Manufacturer narrative:
The customer performed a sample probe wash, air purge, and external sample probe cleaning. The field service engineer (fse) checked the rinse unit for leakage and aspiration capability; the fse found probes were overflowing during aspiration. The fse adjusted the water level, cleaned the nozzles, checked the tubes for leakage, and replaced the electrodes. The customer had no further issues after the service visit. The investigation determined the event was due to a maintenance issue. H3 other text : na.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for sodium (na) on a cobas 6000 c (501) module. Sample ID 3141 initial result was 129 mmol/l. The repeat result was 119 mmol/l. The sample was repeated again with a result of 132 mmol/l. No questionable results were reported outside of the laboratory. The na electrode lot number and expiration date were not provided.